Event description:
It was reported that metal flakes were shed from the blade. A backup device was available to complete the procedure with no delay or patient injuries reported

Manufacturer narrative:
One 4.5 mm full radius blades series 3000 device received. This product is sold in a box of six. Only one blade was returned. The complaint stated: ¿metal flakes were shed from the blade.¿ factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use . There were 3 locations of wear bands and skiving observed along the surface of the inner blade. Shedding symptoms are consistent with wear bands created from inadvertent excess side loading pressure being applied to the device. Per instructions for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿ and ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running.¿ this includes testing prior to procedure. Inadequate cooling of the device accelerates device performance degradation. No root cause related to the manufacture of the device was confirmed.